Event description:
It was further reported that vascular access was obtained via the right femoral artery. The target lesion was located in the mid and proximal tortuous and severely calcified right coronary artery (rca). Three non-bsc devices were introduced, a 6f x 10cm introducer sheath, a 6f guide catheter, and a 0.014 guide wire. A 2.25 x 12 mm promus element plus stent delivery system (sds) was introduced and deployed at 16 atms for 30 seconds in the mid rca. The sds balloon was re-inflated to 10atms for 15 seconds. The balloon was removed and another 2.25 x 12 mm promus element plus sds was introduced and deployed at 18 atms for 30 seconds in the proximal rca. The sds balloon was re-inflated to 22 atms for 15 seconds. A 2.75 x 8mm nc quantum apex balloon was introduced in the proximal rca and inflated to 18 atms for 30 seconds, and 20 atms for 30 seconds. A 3.0 x 8mm nc quantum apex balloon was introduced in the mid rca and inflated to 18 atms for 40 seconds, and 20 atms for 25 seconds. After an unspecified post-dilatation, the physician did not consider one of the promus element plus stents to be well positioned and well apposed. A 3.25 x 12 mm nc quantum apex balloon was introduced in the mid rca and inflated to 18 atms for 50 seconds. The balloon was removed and a 3.0 x 12 mm promus stent was introduced and deployed in the proximal rca at 16 atms for 35 seconds. A 3.5 x 12 mm nc quantum apex balloon was introduced for post-dilatation and inflated twice at 16 atms.

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. A promus element stent delivery system (sds) was introduced and the stent deployed to treat an unknown target lesion. After post dilation with a nc quantum apex balloon it was noted that the stent had become deformed. The procedure was completed with this device. No patient complications were reported and the patients status is fine.

Event description:
It was further reported that vascular access was obtained via the right femoral artery. The target lesion was located in the mid and proximal tortuous and severely calcified right coronary artery (rca). Three non-bsc devices were introduced, a 6f x 10cm introducer sheath, a 6f guide catheter, and a 0.014 guide wire. A 2.25 x 12 mm promus element plus stent delivery system (sds) was introduced and deployed at 16 atms for 30 seconds in the mid rca. The sds balloon was re-inflated to 10atms for 15 seconds. The balloon was removed and another 2.25 x 12 mm promus element plus sds was introduced and deployed at 18 atms for 30 seconds in the proximal rca. The sds balloon was re-inflated to 22 atms for 15 seconds. A 2.75 x 8mm nc quantum apex balloon was introduced in the proximal rca and inflated to 18 atms for 30 seconds, and 20 atms for 30 seconds. A 3.0 x 8mm nc quantum apex balloon was introduced in the mid rca and inflated to 18 atms for 40 seconds, and 20 atms for 25 seconds. After an unspecified post-dilatation, the physician did not consider one of the promus element plus stents to be well positioned and well apposed. A 3.25 x 12 mm nc quantum apex balloon was introduced in the mid rca and inflated to 18 atms for 50 seconds. The balloon was removed and a 3.0 x 12 mm promus stent was introduced and deployed in the proximal rca at 16 atms for 35 seconds. A 3.5 x 12 mm nc quantum apex balloon was introduced for post-dilatation and inflated twice at 16 atms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn: corrected from unk717 to h7493911412220. (B)(4).